Manufacturer narrative:
Additional information has been provided in d4. Serial number and primary UDI number have been updated.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The root cause of the positioning issue was unable to be determined due to insufficient clinical details.

Event description:
A 75-year-old male patient was admitted with acute decompensated heart failure, and an impella 5.5 was placed. This was following a cp and ECMO being placed at another hospital. A double barrel technique was used to remove the cp and place the 5.5. The patient had ¿impella in aorta alarm¿ and verified on echo that the impella was no longer in the left ventricle. The impella was removed without issue.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.